Event description:
Olympus was informed that during an unspecified therapeutic procedure three thunderbeat devices failed. It was reported that on the first device, the teflon pad on the grasping section of the device became melted. A second similar device from the same lot was used and the probe broke off. The physician then switched to a third device and the probe broke off as well. It was stated that no device fragments fell into the patient. However, the intended procedure was completed with a fourth device. There was no patient injury reported. No further information was provided. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no success. This is two of three reports.

Manufacturer narrative:
The referenced device was returned to olympus for evaluation. A visual and microscopic inspection confirmed that the jaw from the probe was broken off. The broken probe portion measured approximately 17mm in length from the distal end. Additionally, the device failed the probe check and error code u509 was displayed. This type of probe damage is most likely related to the operator's technique.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. This type of teflon pad damage is consistent with the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage,deformation,exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information is received at a later time this report will be supplemented. Please cross reference MFR. Report numbers: 2951238-2015-00334, 2951238-2015-00336.